Event description:
In 2003, pt had 3 cypher stents placed due to thrombus and dissection. Due to stent thrombosis, the pt returned to the cath lab the following day and, ptca to the lad stented area was performed with suboptimal results. Coronary bypass surgery was subsequently performed.